Event description:
(B)(4) study. Pt injected with 2.0ml of coaptite injectable implant for stress urinary incontinence on (B)(6) 2009. The pt developed a urinary tract infection, three months post injection ((B)(6) 2009). The pt was treated with antibiotics (prescribed by the pt's primary care physician). The uti resolved after one week. The pt developed uti for a second ((B)(6) 2009) and third ((B)(6) 2009) time; both of these were also treated with antibiotics prescribed by the pt's pcp.

Manufacturer narrative:
Add'l lot 1009256, add'l exp date: 04/01/2011, device mfg date (B)(6) 2008. This event was reported in the line listing of the (B)(4) study status report for (B)(4), submitted to the FDA in march 2010. Since the adverse event required antibiotics, it was determined to be a reportable event. The device history records for coaptite lots 1009279 and 1009256 were reviewed; all required testing specifications were met prior to release and there were no abnormalities noted for either lot.